Event description:
The customer reported that the generator and the table were not communicating, and x-rays were not allowed. This resulted a total loss of imaging functionality. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The at buffer board was replaced during the service call. The system was tested and found to be working as intended and put back into service.